Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting noise signals on the right ventricular (rv) lead. The device was reprogrammed. Technical services (ts) was consulted and noted pacing inhibition and oversensing. The device remains in service. No additional adverse patient effects were reported.